Event description:
Baxter received a report stating that careassist frame brake casters were not holding. The bed was located at the account and occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter technical support provided the account the part number of the brake casters that needs to be replaced to resolve the issue. Baxter contacted the account two additional times trying to obtain the confirmation about the resolution. No response has been received from the account. Therefore, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed in the previous 12 months. It is unknown if the facility performed any other preventive maintenance on this bed. Although there was no reported injury with this event, if the report of brakes not holding were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that careassist frame brake casters were not holding. The bed was located at the account and occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the careassists bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.